Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:30am, the patient alleged the issue first occurred. The patient informed the cca that she manages her diabetes with a combination of diabetic medications including an insulin pump and symlin (15cc before meals). The patient denied making any changes to her usual diabetes regimen in response to the alleged issue. On (B)(6) 2012 at approximately 9:30am, the patient alleged developing symptoms of feeling "sweaty, weak, tired and irritated". The patient reported treating herself with food and/or drink 30 minutes after the onset of symptoms. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca confirmed this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca documented the subject meter's battery did not need to be replaced. Replacement products were sent. This complaint is being reported because the patient claims she was unable to test her blood sugar due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.